Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/05/2024 it was reported by a sales representative via (B)(4) that an ar-9621-30t and an ar-9621-35t taps broke while in use on glenoid. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9621-35t with serial/batch number (B)(6) (laser mark on the part) was received for investigation. A functional test was not performed as the device's tip was received broken off. Visual evaluation found that the device's tip was broken. The small broken tip was not received for evaluation. Damage like a bend was observed on the threads. A user error is the most likely cause(s) for the reported and observed failure, hitting the device with another device or object, prying/leveraging, or excessive bending forces applied during use.